Manufacturer narrative:
This report is submitted on (B)(6) 2018. (B)(4).

Event description:
Per the clinic, the patient's device was explanted on (B)(6) 2017 due to an unknown reason. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.